Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The len was exchanged for a same length lens but implanted vertically and the problem resolved. The cause of the event was reported as unknown.